Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider alleges the film hinge split on side flap. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.